Manufacturer narrative:
The device has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B)(6) 2010. According to the complainant, the physician used two tenaculum instruments simultaneously. The top tenaculum had a stabilizer attached, the bottom tenaculum did not have a stabilizer attached. A cervical seal was not able to be to obtained. The patient "bucked" (moved) on the operating table. A cervical leak occurred. Once the cervical leak was noticed, the physician applied a sponge to the posterior vagina in an attempt to tighten the cervical seal and this was not effective. The physician noticed a second degree burn located on the lower half of the cervix. The cervix was blanched, there was no blistering of the skin. The burn was approximately 3 cm in width and 2 cm in height. The procedure was aborted due to this event. The physician applied silvadene cream to treat the burn. The patient was also given silvadene cream to continue treatment at home no fluid loss alarm messages were generated on the console unit. Additional information from the clinician noted a follow up medical appointment with the patient on (B)(6) 2010. During the medical examination, it is reported that the patient is still experiencing postoperative pain and the burn is still visible according to the physician. The size and severity of the burn as of (B)(6) 2010 is unknown. The physician prescribed darvocet to treat the patient's pain. There were no additional complications reported with this event the overall condition of the patient is reported to be fine.